Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's handset was showing the implantable neurostimulator (ins) was at elective replacement indicator (eri). It was stated the eri came sooner than expected. The patient was directed to their health care provider (hcp) to discuss replacing device prior to end of service (eos). No symptoms were reported as a result of this event.